Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the diamondback 360 orbital atherectomy system when the device was removed from the patient, tissue was wrapped around the end of the device. The district sales manager was not present during this procedure. Complications reported were: eight day stay due to complications, acute renal failure, serious bleed, hematoma. Additional information has been requested regarding this event, however, no other information is available at this time.